Manufacturer narrative:
The catheter was returned for analysis. The location balloon was inflated with 10cc's of water. Upon visual inspection, water was observed leaking from an existing hole in the handle. The device history record for the catheter was reviewed; all mfg and quality assurance testing was carried out in accordance with standard procedures, and the device met specifications at the time of release. In addition, the location balloon was tested in accordance with approved protocol before being inserted into the pt; no issues were detached during testing. The location balloon would not remain inflated due to the leak in the handle portion of the device. However, the root cause of the leak in the handle remains unk.

Event description:
It was reported that the catheter location balloon would not remain inflated during a transurethral microwave treatment. The physician inserted the catheter without any issues. When the physician attempted to inflate the location balloon with sterile water, water was observed leaking through an existing hole in the catheter handle. The location balloon was also tested in accordance with approved protocol before being inserted into the pt; no issues were detected during testing. The location balloon malfunction occurred prior to energy delivery to the catheter. No pt injuries or complications were reported.